Manufacturer narrative:
The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable low ise indirect gen.2 results for six patient samples from the cobas 6000 c (501) module. The erroneous result was reported outside of the laboratory. A doctor called and questioned the low results and the samples were repeated on another analyzer and were normal. The customer recalibrated the analyzer and repeated the samples and the results were normal and believed to be correct. The discrepant results are highlighted. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not determine a cause. He cleaned the ise flow path and nozzles and conditioned the flow path. He ran an ise check and precision testing with no errors.